Event description:
Prolene stitch (size 0) with a CT-1 36 mm needle was used for closure - multiple packets were opened because the needles come off the suture twice while being loaded on the needle holder and once while being used for closure of fascia. Several packs from the same box and lot # were opened post-op and found to have the same issue. The box of needles were taken off the shelf and replaced with a new box.